Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high and low blood glucose which was between 45 mg/dl to 400 mg/dl. Customer treated high blood glucose with the insulin pump and declined troubleshooting for the high and low blood glucose. Customer also stated that, she had problems with her sensor. The sensor had cannot find sensor signal alert and transmitter does not blink when connected to sensor. Customer states the transmitter led did not blink when it was connected to the sensor. The device will not be returned for analysis.